Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump gave multiple alarm and the customer was able to clear the alarm and rewind the insulin pump but the pump failed test. The customer's blood glucose was not known. Customer was advised to discontinue the pump and to revert to backup per hcp instructions. The product will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement and self tests. No unexpected errors or anomalies or absences or indications of the device failing were noted. (B)(4).